Event description:
During circumcision, gomco clamp loosened during removal of prepuce. Circumcision site with bleeding and jagged uneven cut. Sutures required. Unclear whether it is "user error" or equipment problem.